Manufacturer narrative:
The device was received in house at vyaire medical facility in palm springs, ca. A review of eta factory view finds the ventilator was final tested on (b(6) 2009. M2m indicates the ventilator underwent a 30k prevent. Therefore, the root cause was a failed internal battery. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1200 experienced unit shutting off with no alarms while on patient. As an intervention, the patient was bagged briefly but harmed. As of this time, there is no information, regarding patient harm associated with the reported event.